Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the presented with garbled speech, shortness of breath, and left-sided facial droop. A subarachnoid bleed was confirmed via CT scan. She had no residual neurological complications following the event. She was discharged home and has not has any subsequent events.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.